Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis and insufficiency. Stenosis and insufficiency can be due to a number of issues including patient related factors or structural valve deterioration (svd). The op report documents a degenerated/deteriorated bioprosthetic valve. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Unfortunately, the specific nature of this event could not be confirmed without the sample device. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 4 years and 4 months due aortic stenosis (as) and aortic insufficiency (ai). Per the op report, this patient presented with worsening degree of as with a gradient of 80 and ai. Exploration revealed a degenerated bioprosthetic valve. The device was replaced with a new edwards bioprosthetic valve. The patient tolerated the procedure and was transferred to the pediatric surgical heart unit satisfactory condition.